Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported required intervention and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had received medical attention due to hyperglycemia. The patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 24 and 36 hours. The patient reports they had received to communication errors while wearing a pod. The patient went to their doctor. The patients doctor removed the pod from the insertion site and administered insulin via syringe. The patient was able to resume treatment with a new pod.